Event description:
Patient's mother and patient reports patient is experiencing some gastrointestinal upset/abdominal discomfort including diarrhea, and knee and extremity pain. Unsure if it is due to rheumatoid arthritis. Patient's mother and patient also report cadd solis pump malfunction. Stating patient kept having downstream occlusion with no resolution after restarting and troubleshooting. Patient switched to second pump and no issues at all. Patient tried to use broken pump for next few cassettes but same issue presented. Patient is currently using second pump and not experiencing any issues. No further information, details or dates available. Pump serial number provided: (B)(6), expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Pah (pulmonary arterial hypertension). IV remodulin patient via cadd solis pump. Did the reported product fault occur while in use with patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Unknown. Did pharmacy replace device? Unknown. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. Outcome? Unknown.